Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported inoperable column of keys (one soft key, 1, 4, and 7) which was reproduced during evaluation and found to be caused by a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was identified to have an inoperable column of keys (one soft key, 1, 4 and 7) on the keypad. There was no patient injury or medical intervention associated with this event. No additional information is available.